Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that since the device was new the cardiologist decided to send the patient a new monitor and the new monitor worked perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to interrogate the implanted implantable cardioverter defibrillator (ICD) using the patient's remote monitor. The ICD remains in use. No patient complications have been reported as a result of this event.